Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t. W. Power supply was not giving out enough energy to take the branches. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.